Manufacturer narrative:
(B)(4). Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, when the valve was 80% deployed, it was in a deep position and was recaptured. The electrocardiogram (ECG) showed ventricular fibrillation (vf) and the rhythm was cardioverted back to sinus rhythm. Once the blood pressure recovered, when re-crossing the valve, the physician commented that there was some resistance. The valve was deployed at a good depth with no regurgitation. The patient was unresponsive and cardiopulmonary resuscitation (CPR) was initiated. It was noted that the patient had a permanent visual disturbance, with a fixed gaze to the right. The transesophageal echocardiogram (tee) showed a large pleural effusion which was drained. The patient remained in cardiac arrest; the decision was made to discontinue CPR. The patient died in the operating room.